Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, an ilet user experienced early-morning hypoglycemia followed by hyperglycemia and expressed concern regarding frequent elevated glucose values while post-warranty and seeking resolution. Review of device data indicated multiple dinner meal announcements made close to bedtime, which could have contributed to overnight low glucose events. A clinician advised lowering the cgm target and announcing meals 10¿15 minutes prior to eating. Symptoms included episodes of hypoglycemia and hyperglycemia without reported injury, hospitalization, alerts, or alarms. The outcome included user distress related to glycemic variability without interruption of therapy. Investigation activities included clinical review of bionic pancreas reports and consultation with a clinical diabetes specialist, with plans to confer with the healthcare provider and provide additional education on meal timing and glucose targets. The investigation revealed that repeated late meal announcements and use of meal announcements as correction boluses likely contributed to the glycemic excursions. No evidence of device malfunction was identified. Based on previously established findings for similar reports, user-related factors and therapy use patterns were determined to be the most likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.